Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (son) for the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged inaccuracy low began on an unknown date but has been ongoing for 3 months prior to contacting lfs. The patient manages her diabetes with insulin (no adjustments). The reporter detailed that as a result of the patient not being able to test, he would inject her with her usual dose of insulin ¿12 units lantus solostar 100ml and 14 units of novorapid 100ml¿. The reporter denied that the patient developed any symptoms. At the time of trouble shooting, the csr noted that this was not the first time the meter was being used; the correct testing steps were carried out. The test strips were stored correctly and within their expiry date and the test strip completely drew in the blood sample. Csr was unable to walk through a retest as they did not have testing supplies at this time. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.